Event description:
Patient contacted dexcom technical support to report cgm inaccuracy in the high direction. The patient also reported insertion in the upper buttocks. The device is not indicated for insertion in upper buttocks. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.